Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 months after the dental implant and abut were placed in ada site 13, the implant had not achieved osseointegration in type iii bone. Clinician noted an infection. After removal, two implants were placed in ada sites 11 and 14. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reported that 5 months after the dental implant and abut were placed in ada site 13, the implant had not achieved osseointegration in type iii bone. Clinician noted an infection. After removal, two implants were placed in ada sites 11 and 14. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).